Event description:
It was reported that the patient would have a surgery scheduled soon to explant his ins (implantable neurostimulator). It was stated the reporter was told that the battery had not worked in some time so the hcp (healthcare professional) was electing to remove it. Six days later it was reported that the ins was being removed on the day of the report. It was stated that the ins was depleted and the patient had another ins system that was functioning and was currently being used. The patient wanted the ins removed due to its size and non functioning status. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3887-33, lot # l73377 serial# implanted: (B)(6) 2000, product type lead; product ID 3887-33, lot # l73377, implanted: (B)(6) 2000, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).